Event description:
It was reported that the programmer exhibited an error code. The programmer was rebooted and no further issues have been observed. No information was received indicating patient involvement.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4). Further review prompted a change in the device analysis results. The change is reflected in this report under conclusion code.